Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify unexpected restart alarm, displayable history crc check failed on startup alarm and low battery alert due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner and corroded battery tube.

Event description:
The customer reported via phone call that they had blank display and low battery. The customer's current blood glucose was 101 mg/dl. The customer treated with manual injections. The customer also had pump error alarms. The customer was assisted with troubleshoot and customer stated the display did return. The insulin pump will be returned for analysis.